Manufacturer narrative:
The lens remains implanted. (B)(4). All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that a physician is planning on explanting a symfony lens from a patient's right eye (od). The female patient has lousy vision in both eyes. The physician will proceed with explanting the od first. Patient's visual acuity in the right eye is j16. The patient has lousy vision in their left eye, j10. The doctor is planning on an explant of this lens as well. At this time, a date for the lens explants has not been scheduled. This report represents the lens implanted in the patient's right eye. No further information was provided.

Manufacturer narrative:
Device evaluation: the product was not returned to the manufacturing site. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints have been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.